Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed in the ascending colon on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but would not fire, remaining attached to the catheter. Reportedly, the clip was then pulled off the tissue, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was detached from the bushing with its tabs locked. There was a kink on the catheter. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed in the ascending colon on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but would not fire, remaining attached to the catheter. Reportedly, the clip was then pulled off the tissue, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.